Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was 40 mg/dl. Current blood glucose was unknown. Customer was treated with glucose tablets for low blood glucose. Customer was using auto mode feature at the time of event and using the insulin pump system within 48 hours of reported low blood glucose event. After troubleshooting the insulin pump programming was accurate. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.